Event description:
A facility reported a postive biological indicator (bi) after a completed cycle. It was reported that the cyclesure was intact before and after the process. The cyclesure was placed on top of the shelf facing the front. The previous and subsequent biological indicators were negative. The bi growth was observed in twenty four hours. The load was not recalled. It was unknown if the facility had a policy regarding positive bi and the facility was advised to implement a policy.